Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes contacted support to report two separate instances of line blocked alarms. Initially, the person with diabetes attempted to resolve the issue using the existing cassette but ultimately replaced the infusion set. Upon inspection, no visible damage to the tubing and reported no redness or irritation at the infusion site. Additionally, there was no noticeable kinking of the cannula upon removal. However, it was confirmed there was a presence of some air bubbles in the cassette. There was no patient injury.

Manufacturer narrative:
One infusion set was returned for analysis of complaint of line blocked alarms. Visual evaluation found no damages or anomalies. Leak and occlusion tests were conducted, and free flow was observed for the occlusion test. No leaks were observed on the tubing during the leak test. The complaint of an occlusion cannot be confirmed nor replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.